Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. Comparing the usage sheets from the primary and revision provided by the sales branch, an accolade ii stem, 36 -2.5 biolox head, and 36e poly liner were revised to identical devices and a screw was added. Update: "pt had a possible infection implants were removed for washout and replaced all artifacts were retained by hospital and per there policy."

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. Comparing the usage sheets from the primary and revision provided by the sales branch, an accolade ii stem, 36 -2.5 biolox head, and 36e poly liner were revised to identical devices and a screw was added. Update: "pt had a possible infection implants were removed for washout and replaced all artifacts were retained by hospital and per there policy"

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 5 accolade ii 132 deg; 6720-0535; 75083804; delta v-40 ceramic head 36/-2,5; 6570-0-436; 75057604. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.